Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy that stopped her insulin flow due to a low sensor glucose when her blood glucose value was not low. The customer¿s blood glucose value was 152 mg/dl while the sensor glucose value was 70 mg/dl. Troubleshooting was performed. The cannula was not bent. The suspend on low limit in sensor settings was 75 mg/dl. The product will be returned for analysis.